Event description:
The implantable neurostimulator (ins) only lasted approximately eight months and was replaced. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The company representative confirmed the patient used very high settings and at the time of implant it was recommended that she gets a rechargeable device but she declined. Battery depletion was noted.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).